Event description:
The catheter was prepped and primed according to guidelines. Catheter was passed, placed in patient. Upon using the catheter an error message occurred requiring re-priming. Catheter failed subsequent priming attempt. That catheter was discarded and opened a new catheter. Procedure went as planned. This is the 3rd occurrence of this. Other dates: late august and late november. Same scenario. Manufacturer response for embolectomy catheter, angio jet (per site reporter): the manufacturer stated they are aware. Their verbal report is that the manufacturer of tiny bolts changed their specifications and boston scientific was not made aware of these changes.